Event description:
While providing ncpap at 21% oxygen to a pt with the infant flow system, the operator observed the forced inspiratory oxygen display drop from 21%, to 19%, then to 17%, followed by an forced inspiratory oxygen alarm. The pt was treated with another ncpap system without compromise.